Event description:
Clinical study. The pt was enrolled in the program in 2004. Target lesion 1 was identified in the mid rca with 95% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 was treated with placement of a 3.0 x 16 mm taxus stent. Residual stenosis was 0% following post-dilatation. The pt tolerated the procedure well and was discharged the next day on plavix and asa. The pt was readmitted 24 days later with recurrent chest pain. Cardiac catheterization revealed a widely patent taxus stent in the rca. There was a small to moderate size right ventricular branch with a 75% lesion. It was decided to treat the pt medically by increasing their imdur and atenolol. The pt was discharged 2 days later. The next day, the pt collapsed at home. Pt went without CPR for 15 minutes, during which time their spouse noted no active respirations. Upon arrival, emts found the pt in asystole. The pt was intubated and, following acls protocols, the emts were able to get a rhythm back but this was felt to be pea. They were able to get a pulse just before arriving at the hospital. EKG showed right bundle branch block but no clear, new ischemic changes. Submitted lab report shows a troponin t value of 0.04 ng/ml. The patient's prognosis was poor due to their recent history of anoxia. The next day, ventilator support was discontinued per family request. The pt expired. Event leading to death on the death module is 'cardiac arrest'. No autopsy was performed.